Event description:
The account alleged the bed changes position on its own. The account alleged the coiled cable was damaged. No injury reported.

Manufacturer narrative:
The technician investigated and could not get the bed to duplicate the unintentional movement. The technician stated there were no bare wires exposed for the coiled cable. No repair made on the bed, the bed functioned as designed.